Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) for hypoglycemia on (B)(6) 2025. The blood glucose level was 22 mg/dl at the time of event and the patient got treated with two glucose tablets. The patient stayed at emergency room for less than 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011512, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 12-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011512". The count of complaint is 3 which is equal 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6011512 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 04-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the lot 5a05114 was assembled according to the work instruction (wi) version 27 and manufactured on 04-feb-2025, with a total of (B)(4) units. The lot 5a05115 was assembled according to the wi version 27 and manufactured on 04-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4m00060 manufactured in the machine mp04, mp08, on 08-dec-2024, with a total of (B)(4) units. Gluing of tubing of the lot 4m01579 manufactured in the machine mp04, mp08, on 12-dec-2024, with a total of (B)(4) units. Gluing of tubing of the lot 5a03847 manufactured in the machine mp04, mp08, on 29-jan-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5a03843 manufactured in the machine mp04, mp08, on 26-jan-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5a00999 manufactured in the machine mp04, mp08, on 17-jan-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5a05973 manufactured in the machine mp04, mp08, on 31-jan-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5a06189 manufactured in the machine mp04, mp08, on 01-feb-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested, however, the reference samples for the lot 6011512 have already been previously tested in the complaint (B)(4) on 08/jul/2025. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non-conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.